Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. While on support, it was also noted that there was suction above p4. The plan is to leave impella in over night to unload the heart and help with acute kidney injurydue to creatinine of 3.1. Impella was removed after one (1) day.